Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the patient's healthcare provider was unable to update or program basal rates into the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: there were no abnormal alarms in the pump history. The basal rate could be programmed into the pump. Unrelated to the initial allegation, the display screen was dim and discolored.